Event description:
During follow-up, there was alleged premature battery depletion on the device. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of longevity estimate anomalies and premature battery depletion was not confirmed. The device was received in normal working condition and at elective-replacement voltage level (eri). The analysis indicated the device was being implanted beyond its intended longevity. At this stage, the capacity of the battery is significantly reduced and its voltage level is sensitive to variations in usage as well as parameter changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal elective-replacement functionality and is considered normal battery depletion.